Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: patients IV became disconnected from the extension set to the IV tubing while he was sleeping, and patient bled significantly. The site from the cannula to the extension tubing was not bleeding, it was the site from the extension tubing to the IV tubing where the antibiotic had been running. The extension set should have a back flow valve to prevent bleeding when saline locked.